Event description:
It was reported that the customer had a motor error alarm during prime on the insulin pump. Customer was able to fill the tube manually. Customer was disconnected. Customer was advised to change complete infusion set. Customer was asked to deliver a 5.0u via fill cannula. There was no motor error and insulin was not cloudy or expired. Motor error occurred only once in the last 30 days. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.